Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level over 600 mg/dl. Customer was treated with insulin drip and manual injection. Customer had symptom such as shortness of breath. The customer¿s blood glucose level was 500 mg/dl. The customer also mentioned other blood glucose values such as 339 mg/dl. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that insulin pump was on auto mode. Displacement test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Device received with pillowing keypad overlay. (B)(4).